Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had symptoms such as tired and irritable and was treated with correction bolus. Customer's current blood glucose value was 244 mg/dl. Customer's blood glucose value was unknown mg/dl at the time of the incident. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer also stated that yesterday they had high blood glucose, pump has alarmed no delivery, and the batteries drains prematurely which only lasts for 4 days, and low battery life. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement and operating currents. No low battery alert noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.